Event description:
Rn from peds was attempting to place a 3fr 20ga, bard per-q-cath in the pt. They were unable to pull the guidewire all the way out when first appempted and then the PICC bunched up and she had to pull the entire PICC out and now even with the PICC removed from the pt is unable to pull the guidewire from the PICC. Defective PICC.